Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicate. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system shut down by itself after a case. The procedure was completed without incident. No pt injury was reported.